Manufacturer narrative:
This product is not expected to be returned for analysis as it was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) lead resulting in pacing inhibition for this pacemaker dependent patient. Surgical intervention was performed. The device was explanted and downgraded to a pacemaker. The lead remains implanted. No additional adverse patient effects were reported.